Manufacturer narrative:
The returned lead was also thoroughly analyzed. During the analysis, the lead showed multiple signs of abrasion. In particular, the insulation was damaged by fraying in the distal section of the lead. This damage manifestation can with high probability be regarded as the cause for the clinical complaint. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Further analysis showed a deformation of the distal shock coil, which is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an estimated implantation time of 18 months, oversensing was reported. No abnormalities were noted at the lead during explantation. The lead and the ICD were returned to biotronik for analysis. No implant date was provided. No deterioration of the patient's state of health was reported.